Manufacturer narrative:
(B)(4). Additional h3 investigation summary: one empty opened foil and ten unopened samples of product code j339, lot mj6710 were returned for analysis. The complaint sample was not returned for analysis. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. The resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no breakage needle was found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The possible batch number is reported as follows batch mj6710 date of mfg.: 08/17/2018. Expiration date: 07/31/2023. A manufacturing record evaluation was performed for the finished device mj6710 number, and no non-conformances were identified. Additional information was requested and the following was obtained: did the suture break close to the swage location resulting in 2 suture thread pieces? Yes. If multiple quality issues noticed- confirm the total qty involved with this event report/procedure? And what issue noticed for each device? There was a problem with one suture of j339h. There was no problem in the patient's condition. The patient has already been discharged.

Event description:
It was reported that the patient underwent a laparoscopic hysteromyomectomy on (B)(6) 2019 and suture was used. The needle was broken at the swage part during z-shaped interrupted suturing. When trying to change hands with a needle-holder, the needle-holder and the needle contacted and the needle few away. The surgeon searched for about 2 hours in the abdominal cavity. X-ray was taken, but the needle was not found. It was confirmed that the needle had fallen in the abdominal wall. The needle was retrieved with a laparoscope during the same procedure. The surgeon used a different suture type to complete the procedure. The procedure was extended by 2 hours to total of about 10 hours. There were no adverse consequences to the patient.